Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of dropped catheter without mini cap on and peritonitis in a (B)(6) female patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient dropped the catheter without the mini cap on. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for that event. The cause of the peritonitis was patient error further described as the patient dropped the catheter without the mini cap on. Treatment was not reported. On (B)(6) 2011, the patient was discharged. The patient was recovering from the peritonitis. The outcome for the event of dropped catheter without mini cap on was not reported. Dianeal therapy was ongoing. On (B)(4) 2011, product surveillance contacted the facility and spoke with a peritoneal dialysis (pd) nurse regarding the report of peritonitis for this patient. Pd nurse confirmed that it was the transfer set that got contaminated and not the catheter. Patient received a new transfer set and has been retrained on how to use the minicap on the transfer set. The pd nurse stated that the peritonitis was a result of the patient dropping the transfer set without putting the minicap on it and not as a result from baxter products. No further information was given at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for lot number h10f15052 and there were no exceptions noted during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for peritonitis is confirmed because it was reported in the event description that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available. A follow up MDR will be submitted if additional information becomes available.